Event description:
During evaluation of a returned homechoice device, a high drain error 103 (night drain #3) alarm was identified in the log. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient's prescribed fill volume. The alarm occurred on (B)(6) 2014 at 00:37:45. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Internal and external inspection was performed and no issues were noted. Upon conclusion of the investigation, the cause of the iipv event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.